Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting efforts were performed. This ICD system exhibited high out of range shock impedance measurements on the right ventricular (rv) channel. This ICD remains in service, and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.